Manufacturer narrative:
The reported anthro round xl intended for use in treatment, was not returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device disassembled. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy procedure after anchoring the anchor, the tip of the clamp broke inside the patient; all pieces were removed with a vacuum. No delay or patient injury reported. It is unknown how the issue was resolved.